Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that contact/telemetry was lost. It was noted that there was some contamination at the radiofrequency (rf) head connection on the link electronic module (lem) printed circuit board (pcb), the power cord bay assay was broken, and there was possible contamination by the rf connector in the keyboard compartment. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer and wand lost contact/telemetry with the device. The issue occurred with multiple wands. It was noted that when pressure was held on the wand connector at the programmer socket, interrogation was possible. The programmer was returned for service. No patient complications have been reported as a result of this event.